Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -03.50/+6.0/009 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2020. The lens was reported as having excessive vaulting, lens rotation, reduced anterior chamber angles and patient experienced a refractive surprise. The lens remained implanted.